Manufacturer narrative:
Isi has not received the mcs instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. Isi has request for return of the mcs instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received to confirm or identify any failure modes. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, the mcs instrument was "locked" at the joint preventing the scissors from changing position or orientation. As a result, the instrument could not be removed through the cannula and the surgeon removed the instrument and cannula together from the abdominal wall. It is unclear if the surgeon had to increase the size of the port site incision in order to remove the instrument and cannula together. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the customer reported that the monopolar curved scissors (mcs) broke during dissection. There was an unspecified patient injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: during the middle of the procedure, the joint of the scissors remained locked, preventing the scissors from changing position or orientation. There was no damage to this instrument, and it worked well for 2 hours. As a result, the instrument had to be replaced by a new one. Due to the position in which the instrument was locked, it could not be extracted through the trocar, requiring the removal of the trocar and the scissors through the abdominal wall together. The abdominal wall was slightly traumatized from the removal of the mcs instrument. No additional medical intervention had to be administered. The surgeon stated, "however, there might be a risk of eventration requiring medical intervention." No further details of the incident or risk of eventration was provided by the surgeon. Isi made additional follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 23-may-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis investigation of the returned monopolar curved scissors instrument: the instrument was found to have a broken tube extension at the distal end. No pieces were missing. Visual inspection did not find any other damages. This failure mode is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. On 16-jun-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: the port site was enlarged to remove the monopolar curved scissors (mcs) instrument. As a result of the larger incision line, the abdominal wall required additional placement of sutures. The patient has not returned to the hospital due to the abdominal wall injury and has no surgery scheduled.

Event description:
Refer to h10/h11 for follow-up information.